Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one ultra meter was failing control solution tests. The patient tests his blood glucose 3 times a day. He manages his diabetes with set dosages of 70/30 insulin. The patient indicated that the alleged meter issue started "a couple of weeks ago." He claimed to have gotten a control solution reading of "81mg/dl". The reported control solution range was "92-122 mg/dl". Due to the alleged meter issue, the patient stopped testing since he did not trust the meter and supplies. Also, the patient mentioned that he started eating less food although he continued to take his medications as prescribed. On an unspecified date/time after the alleged meter issue began, the patient claimed that he developed symptoms of clamminess, nervousness, and shakiness. The patient administered self-treatment by eating food. The self-treatment helped to relieve his reported symptoms. While speaking to the one touch customer advocate (otca), the patient performed a control solution test that passed. He got a reading of "92 mg/dl". Again, the noted control solution range was "92-122 mg/dl". The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient claimed that he had stopped testing for a period of time because of failed control solution tests.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.